Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said that on friday they started having lower back pain that was pretty bad. Patient said that they bent down to pick up their grandson and the pain was severe. Patient also said that when they sat down and used their hand it would hurt worse. Patient then said that today they grabbed the ins and it flipped so it moved sideways completely and when they stood back up it flipped back up. Patient mentioned that they had lost a lot of weight and all of a sudden they started to have pain in their hip. The patient was redirected to their healthcare provider to further address the issue.